Event description:
It was reported that this implantable pacemaker alerted for an atrial arrhythmia burden and an alert was detected for right atrial automatic threshold (raat) suspension. The stored electrograms (egms) show atrial undersensing was observed during atrial tachy response (atr) episodes. The alert duration was adjusted, and it was recommended to consider review of atrial sensitivity at the next in-clinic appointment. This pacemaker remains in service and there were no adverse patient effects reported.